Manufacturer narrative:
Visual analysis was performed on the returned product. The reported torn filtration element was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the tear in the filtration element is likely due to circumstances of the procedure. There was no damage noted to the filter prior to use, indicating that the damage was not pre-existing. It is likely that the damage occurred during retracting the filter into the retrieval catheter. It is possible that an excessive embolic load caused the filter to tear while being pulled into the distal end of the retrieval catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous internal carotid artery that is 90% stenosed. The emboshield nav6 was deployed and recovered after the unspecified stent was implanted without issue; however, the nylon film of the filter was torn after being taken out of the anatomy. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.